Manufacturer narrative:
The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send. Follow-up being sent to correct the field h8. Usage of device code from c53613 to c53612.

Event description:
(B)(4) - the dentist reported that 8 days after the dental implant was installed in intraoral region 30#, its non-osseointegration was observed. There is no further information about the case.

Manufacturer narrative:
The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4) - the dentist reported that 8 days after the dental implant was installed in intraoral region 30#, its non-osseointegration was observed. There is no further information about the case.